Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pieces of cardboard lids were blocking the sensors, preventing the drawer from opening. The field service engineer removed the obstructions, resolving the issue. Bumper slides were installed on matrix drawer 6, as they were needed. Then ran the software test using the hardware test application, and it passed successfully. Following this, had the user recover matrix drawer 6, which was completed without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, it had a failed drawer. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, failed drawer. The customer stated that this malfunction caused a delay in dispensing the medications to the patient.  There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex c & d. This supplemental MDR was submitted to reflect the correct imdrf annex codes.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, failed drawer. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.